Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level up to 30 mmol/l; took correction via pump with no success. Caller felt sick, vomited and had positive ketones; to go to hospital after dialysis treatment. No adverse event reported. Requested return of the alleged device for evaluation.